Event description:
Faulty grounding pad, bovie machine kept alarming - placement and quality of bovie pad intact. Replacement with a different bovie pad was successful and machine without further alarming of the machine.